Event description:
On 10/10/06 the lay user/pt contacted lifescan alleging that the one touch ultra was reading inaccurately high compared to another device. The customer care advocate contacted the pt on october 11 and 12, 06 to obtain/verify the following info. On 10/5/06 (8am), the pt obtained "189 mg/dl" meter reading, with no symptoms, and then took 2 units of unspecified insulin. The pt usually takes 45 units of lantus in the morning and corrections according to his results. About a half hour later, the pt became dizzy, admiistered self-care with sugar and water, and then felt better, but denied testing while experiencing the symptoms. The pt's next test was at 12:30pm when he obtained a "252 mg/dl." On 10/10/06 (10:20am), the pt compared his meter to another one touch ultra meter. He obtained a "400 mg/dl" on the reported meter and a "200 mg/dl" on another one touch ultra meter, performed less than 10 minutes apart. The pt reportedly did not have any symptoms of high or low blood glucose and did not take any actions to administer self-care following these tests. Based on statistical methodology, the calculated difference of these results exceeded the expected value of <=30% and/or <= 30 mg/dl. The cca verified that the meter was set up correctly, an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The cca walked the pt through two control solution tests, which both passed. However, this complaint is being reported because the pt became symptomatic a half an hour after taking his insulin following obtaining the meter reading. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.